Event description:
A mother reported, that her son was diagnosed with acanthamoeba keratitis while using complete moistureplus in his lens care regimen. Patient started wearing contact lenses in 2006. He was prescribed acuvue advance lenses and given cmplt solution and amo lens case by his optometrist. After two weeks of lens wear, pt started experiencing ocular redness, irritation, tearing and photophobia. He continued to wear his lenses from time to time, and tried using over the counter drops to relieve symptoms. He sought medical treatment from hs optometrist approx. One month after initial onset of symptoms. He was referred to a corneal specialist a month later. The reporter does not believe that culture was done. The pt was treated with "compounded medicines" for two weeks. He recovered, has some residual scarring (not known if it affects his visual acuity). The reporter does not believe that her son ever used tap water on lenses or lens case, did not sleep in lenses and did not swim while wearing lenses.

Manufacturer narrative:
On may 25, 2007, amo initiated an immediate and voluntary recall of its complete moistureplus contact lens solution in response to info provided that day by the u.s. Centers for disease control and prevention regarding eye infections from acanthamoeba. Therefore, this event is being reported as a 5-day MDR. Amo has requested that the product involved in the event be returned for analysis.